Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that during surgery, they noticed that the lens did not come out of the injector in the correct position. New lens had been taken. Additional information has been requested.

Manufacturer narrative:
The device with the lens was returned loose in a bag. The plunger lock and lens stop were removed. The plunger was oriented correctly. Viscoelastic was observed in the device. The plunger was retracted to the fill line. The plunger has underrode the lens. The lens was damaged and positioned on top of the plunger at the fill-to line. The leading portion of the optic was broken and not returned. The trailing haptic was broken in the gusset area and not returned. The nozzle tip has posterior stress lines and an aneurysm. The nozzle was removed and cleaned for further evaluation. The lens was removed during cleaning. Top coat dye stain testing was conducted with acceptable results. Product history records were reviewed and the documentation indicated the product met release criteria. Viscoelastic information was not provided. It is unknown if a qualified viscoelastic was indicated. The root cause cannot be determined for the reported complaint. A plunger underride was observed which has resulted in a broken lens. This was most likely interpreted as the complaint. It is unknown if a qualified viscoelastic was used. The IFU instructs: during device preparation and implantation of the company lens with preloaded delivery system, a company qualified ophthalmic viscoelastic device (ovd) should be used. The use of an unqualified ovd may cause damage to the lens and potential complications during the device preparation and implantation steps. Plunger underride may occur: ¿ due to rapid advancement faster than the IFU recommend rate. ¿ due to the use of a non-qualified viscoelastic. The use of an unqualified ovd may cause damage to the lens and potential complications during the device preparation and implantation steps. ¿ if the device is overfilled with ovd, this can prevent the trailing haptic from being placed properly or move the lens out of position resulting in misfolding. ¿ if the operating room temperature is too high (> 23°c / 73° f) lens folding consistency is negatively affected, the lens is more adherent and this may inhibit lens advancement. Any of the above listed causes alone, or in combination, may create the reported event. Top coat dye stain testing was conducted with acceptable results. Follow up attempt was made for more information. The file indicated that the reporter does not want contacted. The manufacturer internal reference number is: (B)(4).